Event description:
It was reported that intra-operatively, the right atrial (ra) lead was attempted to be placed, however, the physician noted that the lead exhibited noise during positioning and again after the ra lead was connected to the device. The physician suspected a lead fracture and elected to use a different ra lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found.